Manufacturer narrative:
Fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer explained to customer in detail on how to clean the sensor. On 6/21/2017 fse also checked back with customer who indicated qc ran with no errors.no further action required by field service the most probable cause of the reported event was due to loose wash probe tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017,a customer reported error 3022 leak sensor s702 detected with their aia-360 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2017 to address the reported event, which resulted in delay in reporting of patient results for patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.